Event description:
It was reported that the patient presented to clinic with a power on reset (por) on the implantable cardioverter defibrillator (ICD). The device was at end of service (eos) and the charge time exceeded the threshold. A decision was made to not explant the device following the eos status and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).